Manufacturer narrative:
Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file was analyzed for this event. Root cause: review of the run data file indicates that the procedure was successful without any incidences that would have contributed to possible contamination of the collected product. Per information provided by the customer, it is possible that contamination occurred as a result of their testing process and is not related to the procedure.

Event description:
The patient's weight was obtained from the run data file (rdf).

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: per internal documentation, the devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </= 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination updated root cause: per information provided by the customer, it is possible that contamination occurred as a result of their testing process and is not related to the procedure. It is also possible that this could be the result of venous puncture technique.

Manufacturer narrative:
Investigation: the customer stated they believe the contamination occurred in the laboratory during the testing process and is not related to the procedure itself. Per the customer, the procedure in which the product was collected had to be discontinued early due to dizziness experienced by the donor. No medical intervention was necessary for the donor's dizziness, which resolved after ending the procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a mononuclear cell (mnc) collection product was contaminated. Details of the contamination are not available per the customer. The product was not used and was discarded. The customer declined to provide the patient's identifier, weight and age. The disposable set is not available for return because it was discarded by the customer.